Event description:
The patient reported the surgeon implanted a 13.7mm micl13.7 implantable collamer lens in her left eye (os) in 2006. The pt reported she was prescribed eye drops for at least three consecutive months/had surgery because the surgeon stated she had glaucoma inside the eye. The lens remains implanted. Additional info was requested but none has been forthcoming. If additional info is received, a supplemental medwatch will be sent.

Manufacturer narrative:
Results - a lens work order search was performed and no similar complaint was found within the work order.